Manufacturer narrative:
Insulin pump received with cracked and bleeding on lcd glass. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked and bleeding lcd glass. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads, scratched case and scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a broken case on the insulin pump due to a car accident. The customer's blood glucose was 154 mg/dl at the time the issue was reported. Nothing further reported.